Event description:
It was reported to boston scientific corp. That within the last month a prefyx pre-pubic sling was implanted for treatment of incontinence. Post procedure, the pt reported the same level of incontinence and very mild vaginal pain, particularly when sitting. The physician states "I thought I had her [sling] somewhat snug ... She complains of vague vaginal pain. We are trying ibuprofen and are waiting. She is also going to try to localize her pain more specifically. If she does find a specific point, she is going to daily massage the area to see if this might release whatever tension is being caused."

Manufacturer narrative:
The lot number of the device used is unk; consequently, the device expiration date is unk. D6: the complainant indicated that the device remains implanted although the date of implant was not provided. Patient codes: 1994 and 1928 - labeled. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.